Manufacturer narrative:
Analysis of the catheter (sn (B)(4)) found the catheter was returned in segments and no anomalies were noted on microscopic inspection. The catheter was patent and passed pressure leak testing. Analysis of the catheter (sn (B)(4)) identified a kink in the catheter body. The previous conclusion code no longer applies to this event and has been updated. The previously reported method code no longer applies to this event and has been updated. The result code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code has been corrected (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jan-2020, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 19-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-27, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (500 mcg/ml, 164 mcg/ml) via an implantable pump for intractable spasticity. Information received reported the patient developed seroma at the pump and spinal sites. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The pocket and spinal sites were opened. There were no visible leaks from the catheter or dura. The new catheter was implanted. The issue was resolved at the time of this report. The patient's status was alive - no injury.